Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that post implant of this right ventricular (rv) lead, the patient developed a severe tricuspid valve regurgitation. Moreover, this lead went through the valve. An echo was done during the procedure and showed moderate reduction of the tricuspid valve regurgitation. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm the allegation based on no evidence of device defect, malfunction, or abnormal damage was found. The known inherent risk was assigned based on the field report of perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that post implant of this right ventricular (rv) lead, the patient developed a severe tricuspid valve regurgitation. Moreover, this lead went through the valve. An echo was done during the procedure and showed moderate reduction of the tricuspid valve regurgitation. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that post implant of this right ventricular (rv) lead, the patient developed a severe tricuspid valve regurgitation. Moreover, this lead went through the valve. An echo was done during the procedure and showed moderate reduction of the tricuspid valve regurgitation. Subsequently, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.